Event description:
It was reported that the pt's medical history was significant for mitral valve repair/patch. During insertion of the iab through an introducer sheath in the right femoral artery, the physician met resistance passing the guide wire. Eventually he was able to move the iab half way through the sheath, but could not advance it further. Because of this, the iab was removed and replaced. There were no associated pt complications.